Event description:
The customer reported that upon boot up, the system displayed an iris potentiometer error which prevented the system from completing boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris potentiometer was replaced and the collimator was calibrated. The system was then found to be operating as intended.